Manufacturer narrative:
The reporter has reported this under medwatch number: (B)(4). A sample has not been received and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined.

Event description:
On (B)(6) 2014, the report was reviewed form a maude report which stated that the IV was inserted in pt's left hand at 2000 hours by the nurse going off duty and was being used to administered IV antibiotics. She indicates it went in smoothly and without difficulty. When the night shift nurse attempted to flush it at 2300 hours, he found the catheter had broken off at the skin line with only 1/8th inch remaining. The assumption is that the remainder of the catheter (7/8") has been dislodged into the pt. The tip of the catheter that is let is very straight cut (i.e. Not jagged or showing signs of war or manipulation). Additional information receive via email on (B)(4) 2014, the reporter stated that the pt underwent an x-ray and ultrasound but they were unable to locate any foreign material. Ther was no surgery. The pt was closely monitored and there was no change in his condition.